Event description:
It was reported that during a lap prostatectomy procedure, the active branch of the device broke. Changed the procedure to open surgery in order to retrieve the broken part. Additional information requested but not yet received.

Manufacturer narrative:
Date sent: 1/7/2009. Information anticipated, but unavailable at this time.